Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the alarm triggered a safety valve alarm while on a patient. The patient was immediately placed onto another ventilator and there was no patient or user harm reported. Patient information has been requested.

Manufacturer narrative:
No patient information provided by the customer.